Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the msm20 clips would not deliver (feed). There was no consequence to the pt.